Event description:
It was reported that the user received a ¿dosing stops soon¿ alert while a newly started sensor was still in warm-up, and the agent guided the user to enter a blood glucose value of 148 mg/dl to continue therapy. Symptoms included no reported adverse clinical effects. Outcomes included continued dosing after manual blood glucose entry with no interruption to therapy reported. Investigation included customer support troubleshooting and education. Investigation of this case revealed that the alert timing was consistent with the system¿s dosing safety logic during sensor warm-up, and the device responded as designed when a blood glucose value was entered. It was concluded, based on previously established findings for similar reports, that the cause was use-related and attributable to expected system behavior during sensor warm-up.